Event description:
It has been reported that electrode number 3 has come off of this catheter. Additional information obtained: customer retrieved the sheath and catheter together, and then when they removed the catheter from the sheath outside the patient, the 3rd electrode fell off onto the table. Per customer, there was no patient injury associated with this complaint. The type of sheath used in this procedure was not specified; however, the customer consistently uses sl 1 sheath, size 8 fr. Also, the event date originally provided by the customer was 2009; however, during a follow up with regards to this complaint, the customer indicated that the catheter in question was sitting in a drawer at the customer's site for a long time, probably since 2008. Therefore, the customer could not provide more detailed information about this event, and the event date could not be clearly specified.

Manufacturer narrative:
The customer reported that the electrode number 3 of the catheter has come off. Upon receipt of the catheter, it was noticed that the ring electrode #3 was missing. The spine cover was damaged at about 4mm from the original location of ring electrode #3. The damage on the spine cover appears to be deliberately induced as the damage seemingly looks like a slice of a cut. In addition, evidence of drag markings was present at the spine cover right next to the damaged part of the spine cover. Furthermore, pu margins around the missing electrode were present and appeared to be sufficient.